Event description:
The surgeon implanted a cc4204bf collamer plate lens, but it tore while being inserted. The lens was cut into pieces to remove and there was no pt injury. The nurse stated it was unk as to why the lens tore.